Manufacturer narrative:
(B)(6). (B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw head broke during an open reduction internal fixation (orif) of a mandible fracture on (B)(6) 2017. When inserting a screw into the matrixwave plate, the screw was overtightened and the head broke off. The screw head was retrieved and discarded. After spending fifteen to twenty (15-20) minutes trying to remove the shaft, it was decided to leave the shaft in the patient; another screw was not used in its place. The procedure was successfully completed with patient outcome as expected. Concomitant devices reported: matrixwave mmf ti plate 10 holes/short (part 04.503.820, lot unknown, quantity 1), matrixmandible/thorax screwdriver blade self retaining-long (part 04.503.820, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).